Event description:
The customer stated that one patient sample ((B)(6) baby) born of a (B)(6) mother for the architect hiv ag/ab combo assay, generated a (B)(6) result for this assay on two architect analyzers. The same patient sample was sent for a confirmatory testing using (B)(6) and came back (B)(6) . The same sample was also retested using another confirmation method (biomerieux vidas) with (B)(6) results. No impact to patient management was reported.

Manufacturer narrative:
Patient sample was returned for investigation. The returned specimen was tested with a retained kit of architect hiv ag/ab combo reagent lot number 12121li00 and (B)(6) results were obtained. Therefore, the customer's observation could be repeated. Western blot testing of the sample gave an indeterminate result on the (B)(6) specific western blot new lav I test and on the (B)(6) specific western blot new lav ii. The specimen was (B)(6) on the innotest hiv ag mab test. In addition, the specimen was tested with the axsym hiv ag/ab combo assay and a (B)(6) result was obtained. On the basis of the results obtained during our evaluation, it is not possible to categorize the sample as reference testing data for the western blot analysis are not conclusive regarding presence of antibodies to (B)(6) . The additional test results do not change the outcome of the initial evaluation.

Manufacturer narrative:
Additional information indicated that the (B)(6) ag/ab combo reagent was the product of list number 4j27-32 and lot number 12121l100. The updated information was added to section suspect medical device of this report.

Manufacturer narrative:
(B)(4). This report is being submitted against an ex-us product (4j27) that has a similar product (2p36) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The sample gave (B)(6) results on vidas hiv duo ultra and on innolia hiv western blot, but testing of plasma rna and proviral rna resulted (B)(6) . Sample return was requested but not yet received. Three (B)(6) -sensitivity specimens have been tested, with a retained kit of reagent lot 12121li00 showing normal performance without (B)(6) results. In addition two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) were tested using reagent lot 12121li00 to assess the clinical sensitivity. The obtained results were compared with architect hiv ag/ab combo test data from the manufacturer (zeptometrix) for these seroconversion panels. The reagent lot detected the same bleeds as (B)(6) with comparable s/co as the data from the manufacturer. As part of our evaluation we have reviewed the complaint records for lot number 12121li00. This review did not identify any problems relating to the customer's observation. There are no further complaints for this lot regarding this issue. Based on our evaluation, we have concluded that the architect hiv ag/ab combo reagent lot, identified in the customer's complaint, is performing acceptably. Since the (B)(6) viral antigen of the infant specimen could not be detected by pcr analysis performed at the customer's site, the immune status detected by the (B)(6) innolia hiv western blot is most likely not caused by an (B)(6) -infection but can be explained by maternal infant transmission of the (B)(6) antibodies. Further evaluation of the maternal-infant transmission factors is recommended for the final interpretation of the infant results. A specific reason for the (B)(6) result comparing the innolia western blot and the architect hiv ag/ab combo result could not be determined. A potential explanation can be concluded from the finding that only traces of the antibodies against the p41 viral protein were detected in the western blot analysis performed by the customer, which gives evidence that antibodies against the viral p41 protein are present in the sample with a low titer close to the detection limit of the assay.